Event description:
Info received indicates the bed has no electrical ground.

Manufacturer narrative:
The tech found the ground pin missing on the power cord plug. The tech replaced the power cord plug to repair the bed.